Event description:
It was reported that boston scientific technical services (ts) received a call about possible intermittent loss of capture and non-physiological noise on the right ventricular lead. Ts discussed programming options and possible in person testing. The device and leads remain in service. No adverse patient effects were reported.